Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the popliteal artery. After a 2x80mm armada 14 balloon dilatation catheter (bdc) was prepared with no issues the bdc was attempted to be used to dilate the lesion; however, during its first inflation the balloon was noted to rupture at 14 atmospheres (atm). The bdc was removed and the vessel was attempted to be dilated with a 2x200mm armada 14 bdc, after being pre-prepared with no issues, but during the first inflation the balloon was noted to rupture at 12atm. The bdc was removed and replaced with a same sized armada 14 bdc and the procedure was completed. There were no adverse patient sequela and no clinical delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.